Event description:
It was reported that the external pulse generator originally returned as a loaner for restock subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the keyboard "on" key was intermittent, that it had collapsed and that the encoder flex was out of specification, that mechanical traces were not centered in the flex. All found defective parts were replaced. (B)(4).